Manufacturer narrative:
Initial and final MDR 1909016 - MDR 3003442380-2024-13879 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on (B)(6) 2024. Infusion set has been used for 1 was on for 2 hours and another fell off overnight while sleeping, 1 came off immediately. Skin tac adhesive aides used at the area of insertion. Insertion area free from hair, cleaned and air-dried. The blood glucose level was 300 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available